Event description:
It was reported that a pump declared alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level. The customer followed the proper load technique with assistance from technical support to successfully load a new cartridge and resume insulin therapy.